Manufacturer narrative:
Below data has been corrected due to new information from manufacturer: d9 serial number. From: (B)(6). To:(B)(6). On (B)(6) 2021 getinge became aware of an issue with one of devices- modulis act 1000. As stated, screws in ceiling support system were broken. The issue has been confirmed by photographic and video evidence. There was no injury reported, however we decided to report the issue in abundance of caution any parts falling off may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification as the screws were broken and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. The manufacturer¿s subject matter experts performed an investigation. 4 fixing screws, that connect the plate to the beam axle, broke. The device remained attached by 2 screws and secured by a chain. This issue did not result in any injury or complication during surgery. No similar cases have been reported, this is an isolated case, that¿s why we are ruling out a design problem. All 4 connecting screws broke in tensile fatigue. The elastic limit of the m10 class 12.9 screws was exceeded. It is probable that loads or stresses in excess of the permissible loads, developed over time, led to these rupture. Regarding the repair, it¿s important to check the condition of the threaded holes. Please note that if other mechanical components are damaged it will be complicated to repair as we stopped distributing spare parts in 2013 for this device. For assembly it is necessary to coat the screws with loctite 243, to position 2 ¿z10¿ washers (ard602312010) under each screw and tighten the m10 x 60 class 12.9 chc screws (ard600541060), in a star pattern, in two sequences, to a torque of 55nm, then to 78nm to finalize. During use, we recommend not charging the device beyond the load as specified in the user manual. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number ot (B)(4).

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of devices- modulis act 1000. As stated, screws in ceiling support system were broken. The issue has been confirmed by photographic and video evidence. There was no injury reported, however we decided to report the issue in abundance of caution any parts falling off may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.